Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited sudden pacing impedances greater than 2,000 ohms. In addition, a sudden increase in threshold measurements were observed. The right ventricular pacing output was increased and a revision procedure was to be performed in the near future. Additional information was received that stated on (B)(6) 2011 a revision procedure was performed. Pacing impedances greater than 4,000 ohms were confirmed on the right ventricular lead. Vt conversion testing was performed and all testing was successful and shock impedances were normal. Visual inspection of the lead did not reveal any obvious signs of damage on the proximal portion or around the connection. Lead damage may have occurred during the previous device upgrade procedure. The lead remains implanted and will be monitored closely. No adverse patient effects were reported.